Event description:
It was reported that, after a thr replacement had been performed, the patient fell at some point. When the surgeon tried to reduce the dislocation of the patient, the femoral head failed. Then, a revision surgery was perform to explant the device. The patient outcome is unknown.